Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this defibrillator delivered five shocks to the patient causing therapy exhaustion during the device check at the hospital. The episode rhythm was gradual and unstable with higher ventricular rate than the atrium. Boston scientific technical services (ts) reviewed the strips and found out that there was an atrial beat that went into blanking. Ts discussed that this has change the calculation, override the inhibit decision and used the rate only after anti-tachycardia pacing (atp). Additional information was obtained from field representative revealed the cause of inappropriate shock was due to sinus tachycardia leading to therapy exhaustion. The device was reprogrammed by raising the ventricular tachycardia (vt) zone to 140 bpm. The defibrillator was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the analysis result could not confirm the allegation of inappropriate shock. However, interrogation of the device did confirm that several therapies were delivered until therapy was exhausted. The laboratory reviewed the memory log and found no irregularities. The device passed the labeled longevity and had sensed and delivered therapy appropriately. This device was explanted due to normal battery depletion.

Event description:
--